Manufacturer narrative:
An intuitive surgical, inc. (Isi) received the monopolar curved scissors instrument to perform failure analysis. The mcs instrument was analyzed and found to have a frayed grip cable at the distal end. The frayed cable strands stuck out at the wrist. Additionally, the mcs instrument housing was removed and found the instrument bearing not properly seated at the back end.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the monopolar curved scissors (mcs) instrument wrist movement was not working. The procedure was completed with no reported injury.